Manufacturer narrative:
Investigation could not replicate reported error. Device was tested in heart-lung machine with simulated patient circuit, which confirmed that the pump worked as expected.

Event description:
User reported a lack of occlusion that resulted in a discrepancy in the measured and calculated flow. There was no patient harm; however, this event is considered reportable.